Event description:
It was reported that the device triggered the elective replacement indicator (eri) earlier than expected. It was also reported that the device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that battery depletion was indicated (eri). The time of rrt was on (B)(4) 2012 device rrt<=2.6251 volt. The weekly battery voltage trend data showed bat=2.629 to 2.616 volts between (B)(4) 2012. There were 2 - patient alerts for low battery voltage on (B)(4) 2012 02:15:00 and (B)(4) 2012 02:15:00.